Event description:
Additional information received noted that the atrial lead was not repositioned. The length/stack of the atrial lead was adjusted during procedure.

Event description:
Additional information received noted that the right ventricular lead helix could not be properly fixated during the procedure.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited high capture threshold and varying r wave sensing. Clinic interrogation noted dislodgement of the atrial lead and right ventricular lead and migration of the implantable cardioverter defibrillator. Procedure was completed on (B)(6) 2024, explanting the right ventricular lead and repositioning the atrial lead. The patient was in stable condition.